Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The customer reported an article defect, defects were found with the device during evaluation, therefore we can confirm this complaint. It was found that the tissue seal kit was damaged and that the blade doesn't lock into the shaver. An o-ring was also found to be missing. The missing o-ring was replaced and the device was cleaned, repaired, tested and found to be fully functional. User mishandling is the most probable root cause for the damage to the tissue seal kit. This would have caused the blade to not lock into the shaver. It is also possible that the o-ring went missing damaged during the cleaning process by the customer. However, given the information provided we cannot discern a definitive root cause for the same. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by affiliate via phone that the micro tornado hp w handcontrol does not function. No patient consequences or surgical delay reported. The device is available to be returned for evaluation.